Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with signs of infection. The device was explant and washed out with irr isept. There were no additional patient complications reported.